Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead had high pacing thresholds. Additional information was received which indicated that the cause of high thresholds was not known with a high degree of certainty, but a micro-dislodgement of the tip was suspected. The patient's superior vena cava and innominate vessels were highly tortuous which may have caused the dislodgement. A revision procedure was performed in which the lead was surgically abandoned. No additional adverse patient effects were reported.